Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall and a lead revision was conducted and the lead was repositioned successfully. No additional adverse patient effects were reported.